Manufacturer narrative:
Info not available, device not returned for analysis.

Event description:
It was reported during a laparoscopic cholecystectomy the cannula of the trocar broke inside the patient. All pieces were retrieved and the case was completed. There is no other information known at this time. 09/24/1997 the rep reports a new 511sd was opened to complete the case. The broken trocar is in quality assurance in the hospital and they will return it to the rep when they are finished with the device. 10/31/1997 the rep reports after follow up with the rn in the case, all the pieces were retrieved, a new trocar was opened and the case was completed without difficulty and the patient had no consequences.